Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:a review of the pump¿s history showed a loss of prime warning associated with low non-zero force. An ez prime sequence and 24hr duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor was found to be in calibration. The pump cover was opened and no contamination or damage was found to the force circuit assembly. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.